Event description:
It was reported that a peritoneal dialysis (pd) transfer set was unable to disconnect from the dialysis bag which resulted female connector unscrewing from the light blue mainbody. This was identified while attempting to disconnect from the dialysis bag during pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone number (additional): (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.